Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was 350 mg/dl. The customer was assisted with troubleshooting. Customer reported that they were unable to clear the alarm. Customer reported that they were able to rewind the insulin pump. The device will not be returned for analysis.